Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to broken solder joint on interface board. Analysis was unable to perform displacement test or occlusion test due to motor error alarm. Analysis was unable to confirm motor position encoder error alarm due to history file was overwritten. The insulin pump had cracked display window corner, scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that they experienced high blood glucose. The customer's father reported that they received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was 472 mg/dl at the time of incident. The customer's father reported that they treated the high blood glucose with manual injection. The customer's father stated that they were able to rewind the insulin pump. The customer's father stated that the insulin pump was not exposed to high magnetic fields. The customer's father was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.